Manufacturer narrative:
Ps311563 device 1: lot not provided device 2: lot 2100594138 the complaint ojr410 junior cannulas were received at fisher & paykel healthcare new zealand where they were visually inspected by trained f&p personnel. Results: visual inspection of the first cannula (device 1) showed that one tube had detached from the cannula. Evidence of adhesive was present on the tip of the tube. Visual inspection of the second cannula (device 2), that was returned in its sealed packaging, showed that one tube was insufficiently inserted into the cannula joint. Glue was observed on the external surface of the tube as well as on the interior of the cannula tube joint. Conclusion: the observed damage to both device 1 and device 2 was most likely caused by insufficiently inserting the tube into the cannula during manufacturing. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) representative that the tubing of two ojr410 optiflow junior 2 nasal cannulas were loose. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint ojr410 junior cannulas are currently en route to fisher & paykel healthcare (B)(4) for further investigation. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the tubing of two ojr410 optiflow junior 2 nasal cannulas were loose. No patient consequence was reported.